Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. The device remains implanted in the patient. In this case, the degeneration cannot be determined; however, it may be related to patient factors (clot on leaflets, htn, mr and pre-existing valvular disease). There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 7 months post implantation of a 23mm sapien valve in the aortic position, the patient presented with shortness of breath, fatigue, and chest pain. A decision was made to implant a 2nd 23mm sapien 3 valve. Post deployment angio revealed no aortic insufficiency and no significant gradient at the end of the procedure. The patient was stable. Upon review of medical records, an echo (tee) revealed severe aortic stenosis and appears as though 2 of the leaflets have clotted. The patient had early degeneration of the tavr leaflet and most likely the tavr degeneration is related to leaflet thrombus. An echo (tte) performed 5 years and 4 months revealed av mean gradient 27 mmhg, and peak gradient of 54.8 mmhg with severe aortic stenosis and the ava estimated 0.56cm3 based on continuity equation. A right and left cardiac cath was performed and revealed severe bioprosthetic aortic stenosis with severe mitral regurgitation (mr) and moderate mitral stenosis (ms) in the setting of severe pulmonary hypertension.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.